Event description:
It was reported that the customer was hospitalized for hypoglycemia. The nurse stated that the customer had over infused and has been medically treated. Ti was indicated that the md requested to verify the basal rates were programmed correctly. While reviewing the bolus history, the nurse stated there were multiple boluses several minutes apart and the basal rates were accurate. In addition, the nurse stated that the customer will be reconnected to the pump.